Event description:
A nurse reported, a pt experienced a thermal burn during a cataract extraction procedure. Sutures were used to close the wound. Additional information was received via a completed questionnaire indicating that the burn was noted very early in the case. A femto laser procedure was performed for lens softening initially. During phacoemulsification, when performing aspiration to clear the viscoate overlying the nucleus, a white cloud formed at the tip of the probe. It wasn't clear if this was emulsified lens cortex or some unusual viscoelastic reaction. When the surgeon depressed the footpedal, no aspiration was received. Aspiration was increased and good aspiration was noted. At that point, the burn was noted. The surgeon stated after consulting with the reps after the case, they reported the settings were turned down a bit too low. The procedure was completed. The pt is still under treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).